Event description:
It was reported that the ilet device exhibited a hardware issue in which the screen was unresponsive, and troubleshooting and education were completed with a replacement device provided. Symptoms included none reported. Outcomes included none reported. Investigation included review of customer-reported functionality and troubleshooting steps. Investigation of this case revealed a suspected user interface display malfunction attributable to the device screen component, with no additional device component anomalies reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the failure to a specific component or user factor.